Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
I had an io power drill failure during a ca. Sn - (B)(4). This driver was put in service on 9/3/2020. Patient was in cardiac arrest. A backup driver was used to complete procedure. The patient was already in cardiac arrest prior to ezio attempted use.

Event description:
I had an io power drill failure during a ca. Sn - (B)(6). This driver was put in service on 9/3/2020. Patient was in cardiac arrest. A backup driver was used to complete procedure. The patient was already in cardiac arrest prior to ezio attempted use.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a red blinking led was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 04). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch ((B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3), insertion 1: 4.72 secs. Insertion 2: 4.19 secs. Insertion 3: 4.47 secs. Hard profile (105 lbs/ft3), insertion 1: 8.90 secs. Insertion 2: 9.22 secs. Insertion 3: 9.09 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The driver was opened to test and record operating characteristics. Battery voltage measured as 17.67 dc volts (voltmeter: (B)(4)) without being activated. Battery voltage measured as 14.75 dc volts (voltmeter: (B)(4)) when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). The measured voltage is slightly lower than the nominal specification of 18.2v for the battery pack upon release. This is expected after device use. The eeprom was parsed and the results reveal the charge count was 16,814 ,528 and the cycle count was 440. The recorded charge count supports a depleted battery as the charge count has exceeded the maximum depletion value of 15,300,000 per ver0190 accel biotech firmware verification test report. The cycle count of 440 (trigger activations) is significant as it substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. The motor and gearbox were connected to dc power supply (ID (B)(6)) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. The complaint cannot be confirmed. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone.", and "note: in the event of an ez-io power driver failure, disconnect the ez-io power driver, grasp the ez-io needle set hub by hand and advance into the medullary space while twisting back and forth." A review of the device history record found that the driver passed all the release criteria. The device was released in 06/2016 and is approximately 6 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. The complaint cannot be confirmed. Functional testing found no operational issues with the device as the driver was able to negotiate both the medium and hard sawbones during insertion testing. It should be noted that the driver operated as designed. Once the battery reaches a quantified low energy level, the red blinking light will activate which signals that the driver has approximately 10% energy reserve left and that a new driver should be ordered. The customer stated that there was a 55 minute delay in treatment while waiting for a backup driver from another crew. The driver IFU (8048a) states, "purchase and replace the ez-io power driver when the red led begins blinking." And, "as with any emergency medical device, carrying a backup is strongly advised protocol". Additionally, the customer stated that they did not attempt manual insertion and that they are not aware of a manual insertion technique. The needle IFU (8087a) states, "note: in the event of an ez-io power driver failure, disconnect the ez-io power driver, grasp the ez-io needle set hub by hand and advance into the medullary space while twisting back and forth." Therefore, based on the above informat ion, an in-service has been requested for this customer. Corrective action has been initiated. Teleflex will continue to monitor and trend on complaints of this nature.